Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/22/2020. Corrected information: d10, h3, h6. The evaluation for the unopened representative sample reported in follow-up 1 was not returned for this event.

Manufacturer narrative:
Product complaint # (B)(4). It was received for analysis an unopened sample of product code sxpp1a406, lot pdm247. During the visual inspection of the sample, no defects were found on the packet. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: d10, h6. Additional h3 device evaluation summary: one opened sample of product code (B)(6) was received for analysis. During the visual inspection of the sample, the swage and attachment area were as expected and a suture piece still was attached to barrel needle. In addition, the end of the suture was examined and it was split. In addition body fluids were noted along of strands. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdm247, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecologic myomectomy on (B)(6) 2019 and a barbed suture as used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.